Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a trail external neurostimulator (ens) for fecal incontinence. It was reported that the patient stated that all of a sudden when she was walking around yesterday she had a very extreme shock. The patient reported pain in her buttocks, hips, and tailbone. The patient immediately lowered stimulation from 4.0 down to 2.0. It was noted that the trail started on 1/12/2018. No further complications were anticipated/reported.